Event description:
On 29/dec/2023 it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis due to skin contact. Additional information was obtained through follow-up with the clinical manager. The patient presented to the pd clinic on (B)(6) 2023 with cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily and ip vancomycin 1750mg every 5 days. The patient¿s culture resulted positive for staphylococcus epidermidis. The patient¿s white blood cell count was 4614 with 96% polymorphonuclear cells. The antibiotics were adjusted, and the ceftazidime was discontinued. The vancomycin continued every 5 days per vancomycin trough (lab levels). The cause of the peritonitis was not determined despite the initial report of skin contact. The patient is continuing pd therapy utilizing the liberty select cycler with antibiotic administration in a daytime manual exchange. The patient was not hospitalized for this event. No further details were provided.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2023 it was reported that this male peritoneal dialysis (pd) patient was diagnosed with peritonitis due to skin contact. Additional information was obtained through follow-up with the clinical manager. The patient presented to the pd clinic on (B)(6) 2023 with cloudy pd effluent. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) ceftazidime 2g daily and ip vancomycin 1750mg every 5 days. The patient¿s culture resulted positive for staphylococcus epidermidis. The patient¿s white blood cell count was 4614 with 96% polymorphonuclear cells. The antibiotics were adjusted, and the ceftazidime was discontinued. The vancomycin continued every 5 days per vancomycin trough (lab levels). The cause of the peritonitis was not determined despite the initial report of skin contact. The patient is continuing pd therapy utilizing the liberty select cycler with antibiotic administration in a daytime manual exchange. The patient was not hospitalized for this event. No further details were provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler with liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this peritonitis event. Although the cause of the patient¿s peritonitis has not been determined, the culture result of staphylococcus epidermidis suggests there was a breach in aseptic technique. Staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis.